Event description:
Customer reported tha alarm does not sound when weight is removed from the sensor. The customer detached the sensor from the alarm and the failsafe did not sound. The batteries were replaced with a new supply. There is no visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): results: evaluation of the returned product with the batteries received shows the alarm powers of the led mode is flashing. The unit was also tested using a sensor pad with the alarm, but did not sound when weight was removed from the sensor. There's no sound when the magnet or sensor are not attached. The fail safe feature did not work. (B)(4).